Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) nd left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. The device was later interrogated and impedances were then normal. No intervention was done or is planned. To date, no adverse patient effects have been reported.